Event description:
It was reported that there was a spine infection and therefore the pump and catheter were explanted on (B)(6) 2015. It was noted that the patient was 3-4 weeks status post (s/p) "spinal fusion." The system was not replaced. Signs and symptoms included drainage and incisional wound opening. Cultures were obtained from the lumbar region. The type of organism cultured was pseudomonas. Both IV and oral antibiotics were used for treatment for infection. There was no drug withdrawal. The event is considered ongoing. The patient did not have meningitis. It was unknown if perioperative antibiotics were administered. The last refill date was "(B)(6) 2015." The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the catheter found no significant anomaly with acceptable testing. The catheter was returned in segments.